Event description:
The patient requires intrathecal medication to assist with management of diagnosis-related symptom. The patient's pump and intrathecal catheter system were implanted in [date redacted]. The patient required increased dosing of baclofen. Two months later, her physician noted patient's dose was gradually titrated upward, but leg spasms persisted. At the end of that month, having fewer spasms and better under control. Baclofen increased by 3%. The first of the following month, increase in muscle spasms in lower and upper extremities and dose of baclofen was increased. End of that month, patient continued to have spasms and baclofen dose was increased. Midway through next month, pump refill/reprogrammed dose was increased. Two weeks later, required pump adjustment due to worsening of leg spasms. Given patient's lack of defined improvement in spite of significant dose increases, md attempted to aspirate the catheter port. Attempts to aspirate the port were not successful. No significant fluid was aspirated from the port. It was believed that the root cause may be dysfunction of the pump catheter connection. Because of this, the patient is to undergo surgery with a surgeon for treatment of baclofen pump (possible replacement). The patient is taking continuing to take oral baclofen in the interim.